Event description:
Voluntary medwatch report received at manufacturer on 3/14/2006 stating that "elective lap assisted right hemicolectomy performed. On 7/18/2006, patient returned with perforation at anastomosis site after doing poorly. Resection, repair and ileostomy done. Prolonged hospital with renal failure on ventilator. Cs stapler supected." Upon review of form 3500, manufacturer medical device report is being submitted based on the adverse effects on the patient as supplied above. No further information is available regarding this incident.